Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was noted that the customer's midnight basal rate should be 1.40 units per hour, but the customer's pump displayed a basal rate of 0.000 units per hour. During review of pump history by tandem's technical support, it showed a cartridge alarm 25 occurred at 11:30 pm that was not cleared until 9:00am the following day, when a new cartridge was loaded onto the pump. Reportedly, the customer took off the pump and had removed the cartridge, but did not install a new cartridge onto the pump. There was no impact to the customer's blood glucose level.